Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the stem was revised due to deformed trunion.

Event description:
It was reported that the stem was revised due to deformed trunion.

Manufacturer narrative:
Date of implant was corrected and is approximate. An event regarding revision involving a lfit v40 cocr head that was mated with citation stem. The event was confirmed by inspection of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), which indicated that damage was observed on the taper of the head, likely from interacting with the trunnion of the stem. Debris was observed on the taper of the head. Material analysis of the head concluded that damage was observed on the stem trunnion and head taper. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Debris was observed on the returned stem and head. Eds showed the stem was consistent with astm f1813, the head was consistent with astm f1537, and the samples of debris were consistent with a corrosion product, material transfer from the stem and biological material. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that stem was revised due to deformed trunion. Material analysis of the returned device was performed that concluded that damage was observed on the stem trunnion and head taper. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Debris was observed on the returned stem and head. Eds showed the stem was consistent with astm f1813, the head was consistent with astm f1537, and the samples of debris were consistent with a corrosion product, material transfer from the stem and biological material. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.